Manufacturer narrative:
D2b: pro code: fge, lit. G4: premarket / 510(k): k141521, k141597.

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the non-tortuous and severely calcified brachiocephalic vein. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during first inflation at 20 atmospheres for 2.5 minutes, the balloon burst. The device was removed normally, and the procedure was completed with a another of the same balloon catheter. The patient condition was fine and stable post-procedure.

Manufacturer narrative:
A1 - patient identifier: (B)(6). D2b: pro code: fge, lit. G4: premarket / 510(k): k141521, k141597. E1: initial reporter facility name: (B)(6). Device evaluated by MFR.: mustang balloon catheter was received for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured 28mm in length and extended from a position 6mm distal of the proximal markerband to mm proximal of the distal markerband. A visual and tactile examination identified a shaft kink approximately 38 proximal from the distal tip. Both markerbands were undamaged and present on the shaft of the device. Visual examination observed no damage to the tip of the device.

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the non-tortuous and severely calcified brachiocephalic vein. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during first inflation at 20 atmospheres for 2.5 minutes, the balloon burst. The device was removed normally, and the procedure was completed with a another of the same balloon catheter. The patient condition was fine and stable post-procedure.

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the non-tortuous and severely calcified brachiocephalic vein. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during first inflation at 20 atmospheres for 2.5 minutes, the balloon burst. The device was removed normally, and the procedure was completed with a another of the same balloon catheter. The patient condition was fine and stable post-procedure.

Manufacturer narrative:
D2b: pro code: fge, lit. G4: premarket / 510(k): k141521, k141597. E1: initial reporter facility name: (B)(6). Device evaluated by MFR.: mustang balloon catheter was received for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured 28mm in length and extended from a position 6mm distal of the proximal markerband to mm proximal of the distal markerband. A visual and tactile examination identified a shaft kink approximately 38 proximal from the distal tip. Both markerbands were undamaged and present on the shaft of the device. Visual examination observed no damage to the tip of the device.